Event description:
The hosp stated the the problem occurred when the therapist increased the positive end expiratory pressure from 5 cmh20 to 6 cmh20. After approx 15 mins the "prolonged inspiratory alarm" and "low pressure alarm" sounded. The ventilator stopped cycling and the rate indicator read 0. The hosp stated that after the alarm went off the therapist pressed the manual breath button and ventilated the infant until the dr started the hand bag resuscitation. The infants oxygen saturation normally at 93% to 95% dropped to 88%, no bradycardia noted.